Manufacturer narrative:
Returned guide wire was examined under magnification. The fracture site appears brittle in nature, indicating a rapid failure from a single overloading event. The side of the guide wire have helical scrapes running nearly the whole length, indicating the guide wire was rubbing against a hard metal during insertion. Guide wire has a bend approximately 2.5 inches from the broken tip.

Event description:
An acutrak plus screw was being implanted. During the use of the guide wires, one broke. The broken tip of the wire remains implanted in the bone.